Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 system. Vitros tropi es result: 0.132 ng/ml vs. Expected result: <0.012 ng/ml. The higher than expected vitros tropi es patient result was reported to a clinician but was later corrected. There were no allegations of patient harm made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 system. Root cause for the nonreproducible event could not be determined; however, the possibility that inappropriate pre-analytical sample processing or an unexpected vitros troponin I es reagent performance had contributed to the result could not be ruled out. The investigation found no evidence to suggest vitros 5600 system had malfunctioned.